Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the deployment, the valve m oved aortic and dislodged out and into the ascending aorta. A snare was then advanced from the left femoral artery and pulled the valve into the arch of the aorta. A sheath was exchanged in the right femoral artery and a pre-dilatation was performed with rapid pacing. A second transcatheter bioprosthetic valve was passed easily while the first valve was held by the snare. The second valve was then deployed. Significant paravalvular leak (pvl) was present. Post-implant dilation was performed twice, resulting in trivial pvl. No adverse patient effects were reported.

Manufacturer narrative:
Correction: the previous correction supplemental was submitted in error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: a medwatch was submitted for this product event in error, as this device has not yet been food and drug administration (FDA) approved. If information is provided in the future, a supplemental report will be issued.